Manufacturer narrative:
Continuation of d10: ev240163 ev-lead implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure dft (defibrillation threshold) testing was performed where vf (ventricular fibrillation) was successfully induced, the extravascular implantable cardioverter defibrillator (ev-ICD) detected the vf, charged capacitors, however, after the charge was ended, sensing was lost/undersensing for a moment by the extravascular (ev) lead. The company¿s technical services were consulted and from review of the data tech services explained that the temporary loss of signal on the ev-lead is due to a decrease in signal amplitude immediately following the charge end event which contributed to temporary loss of sensing. The ev-ICD and ev-lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: e1 product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.